Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two different pt samples that were generated by the access 2 instrument. Pt a: an initial accu tni result of 8.48ng/ml was reported out of the lab. The customer collected a fresh sample from the pt and tested for accu tni; the result was 0.41ng/ml. The customer then re-tested the pt original sample for accu tni. The result was 0.09ng/ml. A corrected report has been issued for pt a. Pt b: an initial accu tni result was 7.29ng/ml. On the same day, the customer re-tested the pt original sample for accu tni. Thr repeated accu tni result of 0.03ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.